Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed the product was manufactured, tested and released in compliance with procedures customer was contacted and asked for the sample for evaluation without a sample for evaluation we are unable to determine what caused the issue reported.

Event description:
When irrigating drainage device the dr. Stated the flow of fluid was incorrect.

Manufacturer narrative:
Customer provided unused valve for evaluation. The unit was visually and functionally tested and it performed in compliance with specification. The unit was first primed as indicated in the IFU and no issues were observed. A steady state test was completed. The valve was able to maintain the required pressure over time.

Event description:
When irrigating drainage device the dr. Stated the flow of fluid was incorrect.